Event description:
Caller states the patient tested 3.8 inr on the coaguchek xs system and 2.9 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.